Event description:
It was reported that a patient underwent a hysterectomy in 2008. During the procedure, while the surgeon was morcellating a large ovary, the surgeon looked away for a moment, and clipped the patient's ureter. It was determined that the switch on the back of the motor drive unit was in the "up optistar" position, causing the blade to run continuously when the surgeon took his foot off the pedal. The surgeon also forgot to retract the blade manually. At that point, a urologist was brought in to the operating room to repair the patient's ureter. The case was completed at that point and the patient was doing fine following the procedure.

Manufacturer narrative:
Date sent to the FDA: 06/06/2008. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.